Event description:
It had been reported unsuccessful attempt to place the insert on tibial plate. After several attempts the locking tab was determined unusable. A new insert was opened and implanted with no problems. There was no adverse consequence for the pt or delay in surgery or anesthesia time.